Event description:
Physician was performing a peripheral angiogram using high pressure to inject contrast. Tubing in use from power injector to patient catheter was rated for the 1,000 psi used. Tubing "exploded" at the luer lock causing blood tinged contrast to spray out under the procedure table and on any nearby staff. This same event occurred 3 times prior to the reported event and under the same circumstances. Affected tubing used is 48 inches long. To complete procedure we used two shorter tubings from same manufacturer with no problem. Another case was completed with one short length and one long length attached together. Two different lot numbers for the 48 inch tubing were used over the 3 day period and failed.====================== health professional's impression======================failure of the plastic luer lock at its attachment to the tubing. The plastic appears to have snapped apart at a shallow angle in reference to the remaining portion. The lock did partially remain attached to the tubing. Photos available.====================== manufacturer response for high psi tubing, 48 inch clear contrast media injection line with rotator======================sales representative was made aware of FDA report. Device will be given to company once report has been filed.